Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient experienced a seizure. At the time of the event, the continuous glucose monitor (cgm) displayed a ¿low¿ glucose value; however, no alerts or notifications were reported to have sounded. A fingerstick blood glucose (bg) measurement obtained by the patient¿s parent showed a value of 43 mg/dl. Emergency medical services (ems) were contacted, and the patient was transported to the hospital. The patient was treated with nasal glucagon and intravenous (IV) fluids. During evaluation at the hospital, additional fingerstick bg readings were recorded at 53 mg/dl, 49 mg/dl, and 87 mg/dl. The patient was discharged on the same day, with a bg reading of 101 mg/dl at the time of discharge. At the time of the report, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.